Event description:
A peritoneal dialysis (pd) pt reported her cycler alarmed for air detected in cassette during drain 3 of 4. She was not able to clear the alarm. She discontinued treatment. When she removed the cassette, she found fluid from the membrane. She was advised to contact her pd nurse. The set was discarded. During follow up, the pt's contact reported that her effluent was clear. She did not have any signs of infection. She was not treated with any antibiotic. No adverse event reported at this time.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.